Event description:
A customer reported via phone call indicating that they experienced high and low blood glucose ranging from 38 mg/dl to 500 mg/dl. The customer stated that insulin squirts out during manual prime on their insulin pump. The customer stated that the insulin comes out of the needle after pressing the act button but no numbers show on the screen of the insulin pump. The customer does not know if they received an alarm in the insulin pump's history because they can not exit the prime sequence. The customer had also complained about the battery longevity of their insulin pump. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump passed the displacement test. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip. The operating currents were within specification and no low battery alarm was noted.